Event description:
It was reported that a spectrum pump was experiencing constant nuisance upstream occlusion alarms when no occlusion was present. This pump was from the pediatrics dept of the hospital. The customer also tested the device and confirmed this deficiency. The customer used a new IV set when he tested the device. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval found the lower reading on the ultrasonic sensor to be below specifications, which was caused by failed upstream sensor. Low ultrasonic readings make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.